Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 12 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid lad coronary artery. The procedure was successfully completed. Pt status is reported as "good".